Event description:
It was reported "difficult PICC insertion. Insertion ceased due to inability to advance catheteter. Attempted removal unsuccessful as catheter 'lodged' insitu. Xray ordered and PICC visualised as being knotted. Patient referred for surgical review. Surgical team allegedly pulled on the catheter in attempt to remove it however were unsuccessful and in the process snapping the catheter leaving some catheter insitu. Patient will now be transported to (B)(6) hospital for vascular intervention." The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00221.

Manufacturer narrative:
Qn# (B)(4).